Manufacturer narrative:
Product ID 37092, serial# unknown, product type: accessory. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient. It was reported that they were having a problem with the implantable neurostimulator (ins). The patient reported that they could not turn the device off and they were frustrated because it needed to be turned off as soon as possible. The patient stated that this was because the stimulation was too strong. Additional information was reported on 2019-mar-18 that stated the patient was having more pain on the right side and that pain has increased more so she went to use programmer (pp) but was not able to turn it on/off. Then they went to see hcp on (B)(6) 2019 and at that time saw a rep who helped her to adjust stimulation and the patient reported at the time it helped her with the pain. However, 3 days later, on (B)(6) 2019 they stated it felt like it may have been too high and she wanted to bring it down or turn ins off but were unable to do so with their programmer. She stated she called the office and was told someone would call her back but she has not heard from anyone. They called today to get assistance with turning device off or to lower stimulation. During the call, the patient also mentioned she was going to have surgery to take battery out because she was told by rep that her battery is going to deplete soon and that there was a new stimulator w ith 9 years battery longevity. Patient services asked to clarify this with the patient and patient services interpreted it as there was no problem with ins but that patient was electing to have ins removed to get a new stimulator since she was told the battery was going to deplete soon. The patient confirmed with patient services that device had helped control her pain a lot. During the call patient services thought the patient had mentioned she was having more pain due to a car accident, but when asked to clarify what was meant, the patient stated they did not say this. They tried troubleshooting the issue. They reported seeing 'poor communication' while using the pp antenna. Patient services had the patient use just the pp and the patient was able to connect the pp with ins. When pp connected with ins it showed her stimulation was off and she was at 2.20 v. Patient services had the patient lower stimulation down to 1.0 v and then turn it back on. The patient then increased stimulation to 1.40 v where she reported feeling comfortable stimulation. Patient services also reviewed with the patient how to turn ins off since the patient needed to do that at night. They s ent the patient a new pp antenna. No further complications were reported or anticipated. Indication for use is non-malignant pain.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient. It was reported that they were having a problem with the implantable neurostimulator (ins). The patient reported that they could not turn the device off and they were frustrated because it needed to be turned off as soon as possible. The patient stated that this was because the stimulation was too strong. No further complications were reported or anticipated. Indication for use is non-malignant pain.